Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) due to fusion were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed. The patient is stable.